Event description:
Same case a MFR #'s: 2134265-2009-03187, 2134265-2009-03188. It was reported that during a percutaneous coronary intervention and a shaft break occurred. The physician was attempting to treat an in-stent restenosis of a 2.50x12mm taxus liberte stent located in the rca (right coronary artery). The lesion was pre-dilated with a 2.00x30mm apex balloon catheter. A 2.75x12mm taxus liberte stent was then placed. The physician then attempted to post-dilate with an unknown 15x3.0mm balloon and a 15.2.5mm quantum maverick balloon, however, there was still a waist in the stent. The physician then used a 15x3.5mm quantum maverick balloon to post-dilate. After four inflations at 8, 10, 14, and 16 atms, there was still a waist in the stent. On the fifth inflation, the balloon was inflated to 30 atms. As the physician was inflating the balloon to 30 atms, the shaft of the balloon catheter began to expand. The physician pulled negative on the balloon and took the balloon back down. The physician then attempted to remove the balloon catheter from the patient, however, the shaft broke leaving part of the shaft and balloon attached to the stent. An attempt was made to snare the remaining portion of the catheter from the stent, however, the shaft broke again in the snare. The patient was taken to bypass surgery. The patient is doing ok.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.